Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: by prep. For surgery, the balloon was torn and could not be inflated. Not used for pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)